Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not load properly and after loading it fired malformed clips with opened ends. They used a second device to complete the procedure with no patient consequence reported. Device was discarded.